Event description:
During post-op follow-up, x-ray imaging was performed and revealed left ventricular (lv) lead dislodgement. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.